Event description:
It was reported that the ventricular lead had an episode of questionable capture and the atrial lead had an episode of far field oversensing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.